Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was implanted. A second mitraclip was implanted lateral to first clip. After deployment, single leaflet device attachment (slda) from the posterior leaflet was observed. Per the physician, slda due to the pre-existing patient anatomy. The mr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.